Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.

Event description:
The customer reported that the heartstart xl+ failed to shock during synchronized mode. There is no indication of pt impact.